Manufacturer narrative:
Revision occurred approximately 56 days after the primary surgery due to loosening. No actual, implied, or suspect link to fx products.

Event description:
Revision occurred on (B)(6) 2026 approximately 56 days after the primary which occurred on (B)(6) 2026. No fall or other trauma was reported. Based on comparing usage forms humelock reversed ta6v cementless glenoid baseplate w/ screw ti/ha ø24mm, +3mm lateralized and humelock reversed centered glenosphere w/ screw cocr/ta6v/tin 10° tilt ø32mm was explanted due to loosening and replaced with post extension ta6v +10mm cementless ti/ha, locking screw ta6v ø4.5mm l.30mm, fx v135 humeral cup 135/145° standard pe/ta6v ø40 +3, humelock reversed centered glenosphere w/screw cocr/ta6v/tin 10° tilt ø40mm, locking screw ta6v ø4.5mm l.20mm, locking screw ta6v ø4.5mm l.25mm, humelock reversed ta6v cementless glenoid baseplate ti/ha ø24mm and locking screw ta6v ø4.5mm l.30mm. Fx v135® humelock stem ta6v ø32/10 l. 120mm cementless ti/ha was not replaced.